Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level read "high," with the specific value unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Reportedly, the customer reverted to an alternate method insulin therapy.